Event description:
It was reported that the system 5 dual trigger rotary handpiece was allegedly running faster in forward mode than intended speed during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 5 dual trigger rotary handpiece was allegedly running faster in forward mode than intended speed during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary; a follow up may be submitted when the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
During the device evaluation, corrosion was found on the motor which was causing the reported noise, and also on the trigger assembly which was causing the reported incorrect speeds. This likely occurred from not following recommended cleaning and sterilization procedures.